Event description:
The customer obtained a higher than expected vitros tsh patient result (4.7 miu/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tsh sample was repeated on an alternate method (0.6 miu/ml). A corrected report was not issued for the affected tsh result. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained for a single patient sample. The investigation could not determine a definitive root cause. However, an unknown sample interferent, possibly heterophilic antibody, cannot be ruled out as a contributing factor. There was no evidence that the vitros eciq analyzer or vitros tsh reagent had malfunctioned.